Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported one of the patient's leads had migrated. The issue was confirmed via x-ray. Surgical intervention was taken during which the existing lead was explanted.